Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos singleboard computer and reloaded software. The system operated as intended.

Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.